Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that there was a battery module fail, b-1 error, on the centrimag console.

Manufacturer narrative:
Section e3: corrected. Section g2: corrected. Manufacturer's investigation conclusions: the reported event of backup battery fault alarms on the centrimag 2nd generation (gen.) Primary console was unable to be confirmed. The centrimag 2nd gen. Primary console was not returned for analysis and no log files were submitted for review. Additional information provided on 29mar2024 stated that the battery was exchanged and will not be returning. Additional information provided on 03jul2024 stated that no log files were collected. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the centrimag 2nd gen. Primary console were reviewed and was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery was expired and would be exchanged prior to preventative maintenance.